Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis and confirmed the customer reported issue. The mcs instrument was found to have a broken tube extension at the orange plastic section. There were no missing pieces or thermal damage observed. A review of customer provided images for the mcs instrument associated with the event was performed by an isi failure analysis engineer (fae). The following additional information was provided: the proximal clevis was dislodged from its normal position on the instrument tube extension. As a result, the mcs tip cover accessory likely shifted down during the procedure with energy activation still possible.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the monopolar curved scissors (mcs) instrument was observed to have a broken wrist. The procedure was continued as planned utilizing a back-up da vinci instrument of the same kind with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mcs instrument and cannula were removed together following the incident, however, port site incision enlargement was not required. The issue did not result in patient injury, unexpected bleeding or fragments falling into the patient anatomy.